Event description:
It was reported that on (B)(6) 2022, a 28mm amplatzer amulet was implanted. On (B)(6) 2022, the patient presented for 3 month follow up and transesophageal echocardiogram (tee) was performed, which showed an echodensity consistent with a thrombus of size 1.6 x 0.7cm on the device. Medication (xarelto and aspirin) were administered and follow up tee was planned to be repeated in 2-3 months. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.

Manufacturer narrative:
An event of thrombus observed at 3 month follow-up was reported. Information from the field indicated that the patient did not have any hematological disorders predisposing to abnormal thrombus formation. Based on information received, the patient was discharged on dual antiplatelet therapy (aspirin and plavix), but later plavix was discontinued and xarelto was administered along with aspirin. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported thrombus could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a